Manufacturer narrative:
B1: report type corrected. B2: outcomes corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 06jan2025 through 09jan2025. No notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including stroke, that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital with altered mental status. Log files were sent for review. The log file captured routine events, and there were no notable alarm conditions or parameter changes. A computed tomography (CT) of the head on (B)(6) 2025 revealed suspicions for evolving acute to subacute infarcts. No hemorrhage was noted. A serial CT of the head/neck was performed. Initial imaging showed no acute process but repeat imaging on (B)(6) 2025 showed concerns for multiple small bilateral posterior cerebral/cerebellar infarcts, which suggested a central embolic source. A transesophageal echocardiogram (tee) on (B)(6) 2025 revealed no left ventricular (lv) thrombus. An inflow cannula pulsed wave (pw) doppler flow was normal. Outflow was normal. The aortic valve replacement (avr) was not well seen but was closed. There was no aortic root thrombus. A CT of the thorax on (B)(6) 2025 showed moderate stenosis in the proximal portion of the left ventricular assist device (lvad) outflow tract. It was unclear if the density was intraluminal or extraluminal. At the time of the implant, the outflow graft was wrapped with gore tex tube graft, so there was potential for thrombus between the grafts. The implanting center was called to discuss with the ventricular assist device (vad) to have the images reviewed. The patient experienced word finding difficulty, bilateral vision loss, and left hemiparesis. The symptoms have improved but have not resolved. The patient was given intravenous (IV) fluids and empiric packed red blood cell (prbc) transfusion. A bilevel positive airway pressure (bipap) was started for respiratory distress. A chest CT showed questionable left lower lobe (lll) infiltrate. A blood culture (bcx) was drawn and zosyn was started. The patient remained hospitalized and had a right heart catheterization (rhc) scheduled on (B)(6) 2025. The patient's international normalized ratio (inr) was therapeutic. There were no found concerns of recent disruption of coumadin. The rhc was done with heartmate 3 (hm3) at 5200 revolutions per minute (rpm). The right arterial pressure was 2 millimeters of mercury (mmhg). The right ventricular end-diastolic (rved) pressure was 5 mmhg. The systolic pulmonary artery (pa) pressure was 30 mmhg, the diastolic pa pressure was 8 mmhg, and the mean pa pressure was16 mmhg. The pulmonary capillary wedge pressure (pcwp) was 10 mmhg. The fick cardiac output (co)/cardiac index (ci) was 4.71 liter per minute and 2.53 liters per minute per body surface area. The thermodilution co/ci was 4.26 liters per minute and 2.29 liters per minute per body surface area. The pulmonary artery saturation (pa sat) was 65%. The patient had normal hemostasis with normal co on lvad support. The dedicated thorax CT for vad outflow was reviewed to determine if outflow graft obstruction was confirmed or ruled out. It was likely that the density was pannus material that formed extraluminal between the grafts. The cardiology/surgery team also felt that way but did not feel there was significant compression to affect vad flow. Blood culture results showed no organisms isolated. There was no bleeding noted. The prbc transfusion was empiric. There was questionable left lower lobe infiltrate on the chest x-ray, which was possible pneumonia, but this could have been aspiration after the patient's initial event, as they vomited and became obtunded when they were at work.